Event description:
It was reported that the right ventricular lead trend showed a lead warning and the lead had impedances that were intermittently greater than 9,999 ohms. The lead was partially extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the outer insulation was breached cut, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.